Event description:
The customer reported the system's motorization failed to operate. No report of pt or staff injury.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable.